Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to chest-cancer and radiotherapy. The device was found to be in fallback mode. Inappropriate anti-tachycardia pacing (atp) and a shock were noted. No changes to system were made as the patient is not finished with radiotherapy. No adverse patient effects were reported.